Event description:
It was reported by service report that the side brake pedals are flipped and the brakes could not be engaged as a result. The complainant reported that they did not know if there was patient involvement or if there were adverse consequences to report.